Manufacturer narrative:
Model number/catalog number : sc-2317-70. Serial number : (B)(4). Batch/lot number : 18222791. Model/catalog description : infinion cx, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had several contacts out on one of the leads. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.